Event description:
Clinical engineering received a call indicating that a circuit breaker kept tripping when the uv tower was plugged in. While inspecting the device, it was noted that one of the circuit boards appeared to have been on fire. Significant burn damage was noted on the circuit board and associated connector. Also noted: the electronics for this device are all located in the base and there does not appear to be a fluid barrier on this device; every other relay on the printed circuit board appears to have excessive residue on the insides of the relays (this is true of the relays on all devices that were inspected). This event happened in the operating room, which of course is an oxygen enriched environment, making this event especially concerning. Per hospital, the vendor came on site and inspected all devices.